Event description:
It was reported that the 6600 system had poor image quality and would intermittently locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was reseated. The dc power distribution board, system interface board, video switching board, and video switching cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.